Manufacturer narrative:
Investigation of this event by leica microsystems is continuing.

Event description:
The customer reported to leica microsystems that poor processing was found for tissue that had been processed using a peloris tissue processor.